Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. A 24 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the stent dislodged from the balloon. No known patient complications were reported.

Event description:
It was reported that stent dislodgment occurred. A 24 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the stent dislodged from the balloon. No known patient complications were reported. It was further reported that the target lesion was 98% stenosed, located in the mildly tortuous and non-calcified left anterior descending artery (lad). The stent got dislodged in the radial artery while attempting to cross the ostio lad bend. An attempt was made to remove the dislodged stent, but it could not be retrieved from the radial artery. The procedure was not completed. No further complications were reported and the patient was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device is a combination product. (B2) outcomes attrib to adv event corrected from other serious (important medical events) to additional intervention to prevent permanent impairment/damage. (H6) patient codes corrected from 2199 no consequences or impact to patient to 3165 device fragments in patient. Device evaluated by MFR.: promus premier ous mr 24 x 2.25 mm stent delivery system was returned for analysis. An examination of the crimped stent found that the stent was not returned with the device as it was dislodged inside the patient. The balloon cones were reviewed, and signs of positive pressure applied to the cones were noted as its wings were relaxed and not tightly folded. The balloon material appears bunched but without any evident tears. The proximal markerband was noted to be located within the proximal end of the proximal balloon cone most likely due to the stretching of the inner and/or balloon bunching. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple stretched regions on the distal inner and outer shaft polymer extrusion. A cd was received which contained a series of 19 angiographic images. The lm and rca coronary arteries are seen in the first few images. A guide catheter was positioned at the lm ostium and contrast flow assessment of the left main arteries showed a guidewire positioned in lad with a constriction identified at the mid lad. Balloon pre dilations was carried out at the lesion site and a stent is seen placed but not deployed in proximal lad. The stent is visualized but during withdrawal attempts the proximal end of the stent becomes caught in the distal end of the guide catheter. They attempt to reposition the guide catheter and a second attempt is made to withdrawal the delivery system. During the second attempt the sds and guidewire are removed from lad, but stent dislodges in the ostium of lad. The undeployed stent is seen siting in the ostium for a short while but then is seen disappearing from view most likely traveling through one of the coronary arteries. Attempts to localize the dislodged stent are noted within the chest and cranium but the dislodged stent is not present there. When the arm of the patient is visualized the dislodged stent is seen sitting in the radial artery. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment occurred. A 24 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the stent dislodged from the balloon. No known patient complications were reported. It was further reported that the target lesion was 98% stenosed, located in the mildly tortuous and non-calcified left anterior descending artery (lad). The stent got dislodged in the radial artery while attempting to cross the ostio lad bend. An attempt was made to remove the dislodged stent, but it could not be retrieved from the radial artery. The procedure was not completed. No further complications were reported and the patient was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older device is a combination product. (B2) outcomes attrib to adv event corrected from other serious (important medical events) to additional intervention to prevent permanent impairment/damage (b5) describe event or problem updated. (H6) patient codes corrected from 2199 no consequences or impact to patient to 3165 device fragments in patient.